Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the "inferior lcd doesn't gives any image, just bright". There was no reported patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Covidien field service engineer evaluated the device and the alleged malfunction was verified. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all testing.